Event description:
On (B)(6) 2011 - patient had 25 vulvar interstitial flexiguide needles in place and was undergoing a radiation planning CT scan when it was noted that one needle had intraluminal fluid inside. Needle was removed and it was noted that the needle tip was missing. On (B)(6) 2011 - device was removed from patient at treatment end and it was noted that the broken tip was on the patient's drape.